Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a high glucose reading discrepancy between the ilet system¿s dexcom g7 sensor and a fingerstick value, with the sensor indicating approximately 380 mg/dl while the fingerstick measured 280 mg/dl; the user calibrated the sensor with assistance, after which the trend decreased toward normal, and the user noted potential sensor performance concerns related to prolonged direct sunlight exposure. Symptoms included hyperglycemia. Outcomes included no reported injury or medical intervention beyond calibration and education. Investigation included troubleshooting guidance and user education on sensor calibration and use conditions. Investigation of this case revealed a sensor reading inaccuracy that was corrected by calibration, with no device malfunction confirmed and potential environmental contribution from heat or sunlight exposure. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.